Event description:
The reporter stated that the surgeon inserted a 13.2 mm micl 13.2 implantable collamer lens in 2006. The eye is experiencing glare and starburst rays of light. During a post-op visit the patient is doing fine as the symptoms were temporary in nature.

Manufacturer narrative:
A lens work order search was performed for the lens and no similar complaint was found within the search.